Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after insertion of the needle, the generator output on button was pressed but the generator did not deliver any power. The procedure was aborted and completed with another generator on the same day. No patient injury occurred.